Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on the reported strip lot meets accuracy criteria. The product performed as expected. The customer's complaint was not replicated. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot meets release specifications. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Patient self tester reporting discrepant low inratio value. Patient's therapeutic range 2 - 3. On (B)(6) 2015 inratio = 1.8; (B)(6) 2015 lab = 3.9. No reported adverse patient sequela.

Manufacturer narrative:
Investigation/conclusion update. It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on the reported strip lot meets accuracy criteria. The product performed as expected. The customer's complaint was not replicated. A review of the manufacturing batch records for the reported strip lot did not uncover any relevant non-conformances. The lot met release specifications. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Lot number originally listed as 370763a. Corrected lot number is 370763ar.